Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2023-03762 for the exalt model d scope. It was reported to boston scientific corporation that an exalt model d controller was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2023. During the procedure, while the physician was down the ampulla, the image went black. The scope was unplugged and re-plugged into the exalt model d controller and the image was able to be regained. However, the image was lost as the physician started to use the scope again. The image flickered and then it was lost. Therefore, a reusable scope was used to complete the procedure. No patient complications were reported as a result of this event.